Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument and determined that an instrument error was generated showing a pipette warning. Immucor technical support also assessed faxed reports from the customer site on (B)(6) 2017.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support, a k antigen mistype, which was tested on a galileo neo instrument.